Event description:
Patient was revised to address loosening of the stem due to failure of ingrowth. Only fibrous ingrowth was found upon removal. Update medical records and x-rays were received. X-rays were attached to complaint (they are within the file of medical records). (B)(4). Update (B)(4) 2013 - patient's medical records were received. Records indicate the patient was revised to address significant pain in their hip. Upon revision there was no obvious loosening of the stem but it had fluid around the stem consistent with fibrous ingrowth. Records indicate the stem had subsided. The head and liner are being added to the complaint for pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations. Patient x-rays and medical records were received and reviewed. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.